Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via sems that an ar-6411 reduce pump tubing w/conn, 8' long was not registering properly, causing too much fluid to go into the joint. This was discovered during use in knee arthroscopy on (B)(6) 2021. The case was completed using the same ar-6411. Ice was placed on patient post- op to help with fluid build up and swelling went down.